Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204 and "adjust belt" messages) has been confirmed. As received, the electrode belt failed incoming functionality testing. The cause for the service code 204, "adjust belt" messages, and test failure was isolated to an open yellow (pgnd) wire in the trunk cable. The root cause for the open wire was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that a patient was receiving "adjust belt" messages and had received a service code 204 - "belt/monitor unusable".